Event description:
I had acrysof iq restor multifocal iol (alcon laboratories) implanted in (B)(6) 2015. I have had nothing but issues with my vision which has effected my quality of life. I have to close my eyes every 1/2 hour to "rest" them because they burn and hurt. My vision gets so blurring, that I tend to black out. My right eyelid and under my eye have permanent muscles spasms that has now moved down to my cheek and the side of my face is now defective - drawn up. The right eye has constant "floaters and flashes of light. I have spent a small fortune on prescription eye drops ((B)(6) dollars/ month for restatis), over the counter drops a botox (doctor recommended for muscle spasms) and several doctors appointments getting a variety opinions. My eyes are so sensitive to any type of light I have to sit in dark rooms. I am unable to read a book or a magazine without major discomfort. Since 2015, my vision has deteriorated and concerned if this continues I will lose my vision within the next 2 years. This product was recalled for the lens sent to (B)(4) however the serial number on my product is the same as the ones sent to (B)(4). How can a product be recalled in one country and not the other! This product should be recalled.